Manufacturer narrative:
The reported event of the broken screwdriver bit for screwdriver bit t20, ao fitting could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. According to the event description and the references received for investigation it has been concluded that the failure mode "breakage of the screwdriver tips" is due to multiple factor such as rust, fatigue and screwdriver being over torqued (3 references broke, from 4 different lots, the failure mode is systematic: breakage of the tip). In the event of a screw being stuck, broken or stripped an extraction set should be used references such as (B)(4) screwdriver bits, torx t 20.0 can be used. (Ies-br-1 rev 1, extraction set system component guide, ies-st-1 rev 1 implant extraction set optech). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Patient was revised on right femur due to fracture proximal of the distal lateral femoral plate. The plate was not broken nor were any screws. The axsos3 ti plate was cut for removal. The surgeon broke the bits when trying to remove the screws before cutting the plate. All of the pieces of the reported screwdriver bits were removed from the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Patient was revised on right femur due to fracture proximal of the distal lateral femoral plate. The plate was not broken nor were any screws. The axsos3 ti plate was cut for removal. The surgeon broke the bits when trying to remove the screws before cutting the plate. All of the pieces of the reported screwdriver bits were removed from the patient.